Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per (B)(4) and eo residual levels in compliance with (B)(4). Each lot  is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours; a blood glucose level of 515 mg/dl was also reported by mother. The patient sought medical attention and was diagnosed with a staph infection; symptoms reported include a hard bump and inflammation. The medical professional lanced the area and took a sample. Patient was prescribed clindamycin (3 times/day for 10 days) and an antibiotic cream.

Manufacturer narrative:
The formed needle and soft cannula were inspected and no defects were observed that would contribute to infection. A leak test was conducted and no leaks were found along the fluid path. The adhesive pad and bottom housing were inspected, and no irregularities were observed that would contribute to the reported event. No timeouts or drive stalls were seen in the device data. The cause of the reported hcp diagnosed infection could not be determined.